Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro mission drug-eluting stent system was selected for treatment of a severely calcified lesion (90 percent stenosis degree) in the mildly tortuous right posterolateral artery. While attempting to place the stent by direct stenting through the 6f guideliner, the stent got caught on the proximal edge of the guideliner and came off the balloon. Stent was retrieved and removed from the body.

Manufacturer narrative:
Combination product: yes neither the complaint instrument nor the angiographic material was returned for analysis. Therefore, no technical investigation on the subject could be performed. The product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined. The extension catheter used in the intervention is compatible with the complaint instrument. However, when using an extension catheter, it should be considered that inside the guiding catheter more edges are present and the risk to be caught on one of the edges is increased.